Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2024 due to multiple inappropriate shocks. On (B)(6) 2024, implantable cardioverter defibrillator (ICD) interrogation showed a code 1005, indicating an open circuit condition. Shock impedance measurements when tested on both the 24th and the 29th were within normal limits. Right ventricular (rv) threshold was noted to be variable between 2.1-3.4 volts at 1.5 milliseconds. X-ray imaging was obtained and was unremarkable per the physician. Manipulation of the header did not provoke noise. Technical services (ts) was consulted at length, and further troubleshooting options were discussed. It was also noted the cardiologists are going to discuss a possible rv lead replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2024 due to multiple inappropriate shocks. On (B)(6) 2024, implantable cardioverter defibrillator (ICD) interrogation showed a code 1005, indicating an open circuit condition. Shock impedance measurements when tested on both the 24th and the 29th were within normal limits. Right ventricular (rv) threshold was noted to be variable between 2.1-3.4 volts at 1.5 milliseconds. X-ray imaging was obtained and was unremarkable per the physician. Manipulation of the header did not provoke noise. Technical services (ts) was consulted at length, and further troubleshooting options were discussed. It was also noted the cardiologists are going to discuss a possible rv lead replacement. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and their ICD system was replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. Besides intervention, no other adverse patient effects were reported. The explanted ICD is expected to be returned for analysis.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2024 due to multiple inappropriate shocks. On (B)(6) 2024, implantable cardioverter defibrillator (ICD) interrogation showed a code 1005, indicating an open circuit condition. Shock impedance measurements when tested on both the 24th and the 29th were within normal limits. Right ventricular (rv) threshold was noted to be variable between 2.1-3.4 volts at 1.5 milliseconds. X-ray imaging was obtained and was unremarkable per the physician. Manipulation of the header did not provoke noise. Technical services (ts) was consulted at length, and further troubleshooting options were discussed. It was also noted the cardiologists are going to discuss a possible rv lead replacement. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and their ICD system was replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection was unremarkable. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions to verify the performance of defibrillation, pacing, sensing and recording functions. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations, and the device experienced normal battery depletion.